Manufacturer narrative:
Concomitant medical products: 5076-45 lead. Implanted: (B)(6) 2020. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that a transmission showed several non-sustained episodes with possible oversensing. The can to coil also shows elec tromagnetic interference. The cardiac resynchronization therapy defibrillator (crt-d) and rv lead remain in use. No patient complications have been reported as a result of this event.